Manufacturer narrative:
The t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 240mg/dl. The customer removed the insulin out of their cartridge and reinserted the insulin into the cartridge resolving the occlusion. After reinserting the insulin into the cartridge, the customer received an inaccurate fill estimate value. Tandem technical support guided the customer through reloading the current cartridge onto the pump resulting in an accurate fill estimate.